Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that patient had her 12.0cm cuff removed and replaced with a 12.0cm due to recurring incontinence and "cuff open." Attempts to clarify "cuff open" have been unsuccessful.